Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was on (B)(6) 2007. The original apex-lnk acetabular insert and femoral head were removed and a new insert and biolox head was implanted. The revision surgery was a result of a worn insert.

Manufacturer narrative:
The acetabular liner was in one piece, but showed extensive damage of the peripheral rim. The internal bearing surface away from the peripheral rim had a clean and lightly worn and polished appearance. The tapered external locking surface and the locking ridge at the apical extent of the locking surface also appeared lightly worn and polished. There are several gouges in one region of the external tapered locking region. There was significant wear and gross damage of the peripheral rim of the linear; there was also black staining of a continuous portion of the inner surface of the rim that extended approximately one-third of the circumference of the liner. Some of the gouging could be due to effort to remove the implant. The conclusion of the assessment was that the mechanism of failure of this explanted acetabular liner was a combination of repeated impingement of the neck of the femoral stem and separation (partial dislocation) of the head from the liner, with impact and bearing of both the femoral neck and ceramic head, separately or in combination, against the rim of the liner and the rim of the acetabular shell. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.